Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit internal check -requires service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit internal check - requires service.there was no patient involved.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) compressor error. A getinge field service engineer (fse) replaced the compressor and 2 mufflers. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation. These parts were received with a reported unit failure message of compressor error. Performed visual inspection of these all parts received and parts looks to be in good condition. The failure analysis and testing department could not verify the failure of compressor error. The final investigation has been completed by failure analysis and testing department. Retaining the compressor and muffler these parts were received with a reported unit failure message of compressor error. Performed visual inspection of these all parts received and parts looks to be in good condition. Installed the all parts into the cardiosave test fixture sn (B)(6) and tested all parts together to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q.the failure analysis and testing department could not verify the failure of compressor error. All parts passed testing. Retaining the all parts in the fat dept. As per procedure (B)(4) rev ak.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.s in the failure analysis and testing department per procedure.